Manufacturer narrative:
The customer was able to provide some patient information. Patient fields in which information were not provided by the customer were intentionally left blank. Physio-control evaluated the customer¿s device and was unable to duplicate the reported issue. Physio replaced the device battery pins. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device will be returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate loss of power.

Event description:
The customer contacted physio-control to report that their device powered off by itself several times during a patient event. This issue is patient related; however there was no adverse patient outcome reported by the customer.